Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, when inserting the farawave catheter into the faradrive steerable sheath, visible air bubbles continued to be aspirated. It was suspected that there was an anomaly with the hemostatic valve of the sheath. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is not expected to return as it was disposed.